Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 52 mm; cat# 542-11-52e; lot# av8mtn. The 6.5 cancellous bone screw 16 mm; cat# 2030-6516-1; lot# ae7jw9r . The 6.5 cancellous bone screw 20 mm; cat# 2030-6520-1; lot # yx7ryt. Size 6 accolade ii 127 deg; cat# 6721-0635; lot# 59492804. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 61307502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised for instability. Intra-operatively, surgeon noted that the stem and shell were well-fixed. Patient was revised to a tritanium, mdm, accolade construct.